Manufacturer narrative:
Date of initial report: october 10, 2007. A picture of the rubber piece that was retrieved, has been received, but it was inconclusive that the rubber piece was from the ligasure handpiece. It was requested that the site return the handpiece and foreign object for evaluation.

Event description:
The report stated that during a gynecologic procedure the camera port was inserted followed by the step 5mm sleeve set, and then ligasure v handpiece. Then a piece of grey rubber was found in the patient's cavity. It was retrieved without damage. The surgeon used another ligasure handpiece for the surgery. There was no patient injury.